Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported a leak occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was implanted after meeting release criteria, using 2d intracardiac echocardiogram (ice) imaging only. At the six week follow up, transesophageal echocardiogram (tee) imaging revealed a greater than 10mm leak noted around the closure device. The laa looked to be bifurcated and like only one lobe was closed with the closure device. The issue is ongoing.

Manufacturer narrative:
B5: information added. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported a leak occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was implanted after meeting release criteria, using 2d intracardiac echocardiogram (ice) imaging only. At the six week follow up, transesophageal echocardiogram (tee) imaging revealed a greater than 10mm leak noted around the closure device. The laa looked to be bifurcated and like only one lobe was closed with the closure device. The issue is ongoing. It was further reported that no intervention was performed in response to this event.